Manufacturer narrative:
1. DHR/bhr review(lot#4233015): 1)the products of this batch were assembled at intima ii auto line 2 in oct 2024, and packaged at r240 package line in oct 2024. Work order quantity was (B)(4) pcs. 2)the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3)the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4)no unqualified, deviation or rework activities in the production process. 5)the septum assembly equipment without abnormal maintenance. 2. The customer returned 2 photos, but did not return the defective sample. The photos shows: the size of the indwelling needle is 24ga, blood oozing from the end of the septum. 3. Performed septum leakage test for the retained samples of this batch, and no complaint defects are found. 4. Possible cause: the septum is damaged which is caused by the raw material or assembly process. The blood pressure created by the patient's arm being tightened and the vacuum pressure created the needle being withdrawn cause blood to gush from the damage site of the septum. Conclusion(s): no abnormality was found in the product manufacturing process, all the test results were within the requirements of the product specifications. The returned photos showed blood oozing from the end of the septum. As no defective sample has been received, relevant tests cannot be performed, the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at septum reported by hospital: leakage of blood from isolation plug during puncture, number of units affected 10, samples could not be returned, photos available, green claim required, complaint response letter and acceptance letter required.